Event description:
Erosion of cartilage [cartilage damage]. Severe adverse reaction/ significant difficulties [unevaluable event]. Case narrative: initial information received on 13-jun-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves an unknown age female patient who experienced erosion of cartilage and severe adverse reaction/ significant difficulties, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, batch, indication: unknown). The injection was administered to the right knee of the patient. On unknown date, patient experienced an immediate and severe adverse reaction and continued to experience significant difficulties. Further it was reported that bad injection caused a severe erosion of cartilage. No information provided. Final diagnosis was erosion of cartilage and severe adverse reaction/ significant difficulties. Outcome: unknown for erosion of cartilage and severe adverse reaction/ significant difficulties. Seriousness criteria: medically significant for erosion of cartilage. Corrective action: not reported for erosion of cartilage and severe adverse reaction/ significant difficulties. Reporter's causality: related to erosion of cartilage and severe adverse reaction/ significant difficulties. A product technical complaint was initiated on 29-jan-2019 for synvisc-one. Batch number: unknown global ptc number: 57148. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Upon internal review on 09-jan-2019 processed with clock start date of 13-jun-2018 the malfunction field previously captured as yes was removed additional information received on 29-jan-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Erosion of cartilage (cartilage damage). Severe adverse reaction/significant difficulties (unevaluable event). Case narrative: initial information received on 13-jun-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves an unknown age female patient who experienced erosion of cartilage and severe adverse reaction/significant difficulties, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, the patient started using synvisc one (with an unknown batch number; frequency: unknown; route: intra-articular; dosage: unknown) for unknown indication. The injection was administered to the right knee of the patient. On unknown date, patient experienced an immediate and severe adverse reaction and continued to experience significant difficulties. Further it was reported that bad injection caused a severe erosion of cartilage. No information provided. Final diagnosis was erosion of cartilage and severe adverse reaction/significant difficulties. Outcome: unknown for erosion of cartilage and severe adverse reaction/significant difficulties. Seriousness criteria: medically significant for erosion of cartilage. Corrective action: not reported for erosion of cartilage and severe adverse reaction/significant difficulties. Reporter's causality: related to erosion of cartilage and severe adverse reaction/significant difficulties.